Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated ldh results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) initial = 275u/ / repeat = 182 and 174u/l. There was no reported impact to patient management.

Manufacturer narrative:
The customer performed significant troubleshooting, however, replacement of the alnty c source lamp resolved the issue. There were no additional discrepant results reported on the architect c4000, serial number (B)(4), after the source lamp was replaced. A review of the architect (B)(4), instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect c4000 platform found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of historical data for the alnty c source lamp (list number 09d45-03) associated with this complaint, revealed no trends, systemic issues, or nonconformances. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(4), or the alnty c source lamp (list number 09d45-03).